Event description:
A patient underwent valve placement procedure for the treatment of emphysema on (B)(6) 2024. Six 9mm spiration valves (svs-v9-00) were placed in the patient's left upper lobe at lb1, lb2, lb3b, lb3a, lb4, and lb5. Three days post valve placement procedure (B)(6) 2024), the patient experienced acute exacerbation of chronic obstructive pulmonary disease (copd) requiring medical intervention and in-patient hospitalization or prolongation of existing hospitalization. The patient was given the following medications: symbicort, spiriva, lidocaine patch, nasal cannula oxygen, prednisone, azithromycin, standing duonebs, and norco for pain. The patient's copd exacerbation resolved and the patient was subsequently discharged to home. The valves remain in place. The copd exacerbation was reported to be related to the valve placement procedure. There was no device malfunction.

Manufacturer narrative:
Copd exacerbation is a known potential complication that may be associated with bronchoscopy and/or valve placement and is documented in the product instructions for use.